Event description:
Additional information provided indicated that the issue was discovered in house during evaluation.

Manufacturer narrative:
Additional information: patient identifier,event, and patient code.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed, and no substantial evidence existed in the event log to support the user's complaint. During analysis, the reported "ec 44509" problem could not be duplicated. The pump did not exhibit any unusual behavior in testing. The reported error code showed in the pump reports and was cleared. It did not reoccur. This code is a transient error and does not require service. During analysis, bubble was noted in the downstream occlusion (dso). The pump will undergo testing and preventive maintenance and the dso seal will be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "ec44509". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.